Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross access solution was selected for use. The physician had difficulty crossing the septum and visualizing it on transesophageal echocardiogram (tee) imaging. The septum was crossed without using the radiofrequency (rf) generator and the versacross wire was found low and posterior, but the physician was unable to see how much posterior. The versacross wire could be visualized in the left upper pulmonary vein (lupv), so the physician continued and dilated up to the watchman double curve access system (was). However, the physician had a hard time cannulating the laa and kept getting stuck in the left pulmonary veins. When exchanged for the pigtail catheter, the physician aspirated back from the was and took on air which confirmed it was against tissue. The physician decided to come out of the left atrium (la). An effusion check was done and saw no sign of effusion. The physician decided to restick the transseptal puncture (tsp) and use a watchman trusteer access system (trusteer). An 18f non-boston scientific sheath and the versacross fixed curve dilator was used and the system advanced across the septum again, yet mid-mid in position with proper visualization on tee. The physician was able to easily cannulate the laa and deployed a 20mm watchman closure device. After the tug test, hypotension was noted. A growing pe was noted around the la. It was unconfirmed where the cardiac perforation occurred (tsp area or laa) so the closure device was left in the laa, attached to the threaded insert. A pericardiocentesis was performed and a total of 800cc of blood was removed. The patient also was transfused blood and received 450cc from the cellsaver device. Once the patient was no longer bleeding, a contrast shot was done through the closure device, and it was determined the cardiac perforation was not in the laa. The closure device was recaptured and was re-deployed deeper within the laa. The closure device met release criteria and was fully implanted. The patient remained stable, and no further bleeding was noted. The procedure was concluded, and the patient is expected to fully recover. In the physician's opinion, the cardiac perforation happened during the first tsp.